Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted shortly after implant due to dislodgement and high pacing thresholds. A new lead was successfully placed. No additional adverse patient effects were reported.